Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "anechoic content (liquid)"; rupture.

Event description:
Patient reported left side rupture and "the breast is swelled and hot". Patient later reported "anechoic content (liquid)" and "microcysts" confirmed through ultrasound. Device remains implanted.